Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported having bent cannulas without receiving no delivery alarm. The customer reported both high blood glucose and low blood glucose readings. The customer thought they were in auto mode, but it was found they were in manual mode. The insulin pump will not be returned for analysis.